Event description:
Ventilator became inoperative while in pt use. The nellcor puritan bennet customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing.